Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a battery display anomaly and a telemetry anomaly. The device was explanted and replaced. The patient was stable post procedure.